Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement , dr. (B)(6). (B)(6) hospital, (B)(6) 2018. Could not fit neck trial to corail broach during trialling .opened additional trays . Note: aggressive calcar planing occurred. Suspect the connector tip has been burred. No ae to patient. 5 minutes delay in surgery. Patient: male. ID: (B)(6). Product name : corail broach size 14. Code (unrecognised) : k14020414. Lot #(unrecognised): s02017298.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the affected product was not possible because the product was not returned for analysis. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.